Event description:
It was reported that during a total gastrectomy, the insulating sheath of the tissue pad broke. Excessive thermal transmission caused, seven days later, a perforation of the colon. Therefore, the patient had to undergo a second surgery to repair the bowel. One device is currently under legal hold and will be sent for evaluation after this 30-day period expires.

Manufacturer narrative:
Information anticipated, but unavailable at this time.